Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they need their device ¿tweaked.¿ they noted that the last manufacturing representative (rep) knew what was wrong and fixed the issue right away. Patient services reviewed that the healthcare provider would need to contact the rep. The patient then stated that they will have it taken out and disconnected the call. Patient services was unable to collect any further information. No further complications or symptoms were reported or anticipated. Additional information was received from the patient. It was reported that the ins was turning itself on so patient had rep make adjustments. Rep adjusted level of stimulation. Issue was resolved.